Event description:
After midline was implanted the pt was scheduled for CT. CT tech didn't realize that the per-q-cath was not power injectable. Power injection initiated (300 psi), which caused pressure build up and the caps were forcefully discharged from the catheter. There was some bleeding from the lumens, but the CT department was concerned that the vessel may have been damaged, hence ER was called in to evaluate pt's vessel status. It was determined that there was no damage to the vessel. The midline was removed.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.